Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at approximately 19.5cm from the catheter tip. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. There is a warning in the onyx IFU (instructions for use) that states: "excessive pressure may cause catheter rupture". Catheter rupture. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation) fed by the right posterior cerebral artery. On (B)(6) 2014, the patient underwent onyx embolization treatment. No defects were found on the catheter prior to the procedure. During the procedure, it was reported the onyx was seen to exit the catheter approximately 10-15cm from the catheter tip. No onyx was visualized exiting the tip of the catheter. The patient was reported to be intubated with a dilated right pupil. Same event as MDR# 2029214-2014-00110.